Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified; fold creases, wear abrasion, deformation, weight within specification. Based on the device analysis the final assessment is no issues found related to the manufacturing process. Additional, changed, and/or corrected data: b.6; d.4; d.9; h.3; h.6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted